Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that by the patient that they feel a sharp point and their arm and leg were "black and blue" the previous week. The patient also mentioned that they" felt one of their wires move and they can see the wire through their skin." The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.